Event description:
During a phacoemulsificiation procedure, the footpedal on this ophthalmic microsurgical system functioned intermittently. The surgeon had to step on the pedal a few times to get it to work. The procedure was able to be completed.